Event description:
Reference number (B)(4). Event occurred in the united states. It was reported, that the patient faced infusion set tubing detached from the connector event on (B)(6) 2024. The infusion set has been used for approximately 12 hours. The blood glucose level was 320 mg/dl at the time of event. Therefore, the patient was given correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
H11: since, no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.